Manufacturer narrative:
The cartridge has not been returned to animas. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up # 1 date of submission 10/03/2013 - device evaluation: the cartridge was returned to animas and evaluated by product analysis on 10/03/2013 with the following findings:a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test/force test, and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) of 274 mg/dl without symptoms suggestive of hyperglycemia. This reported event does not meet animas¿ criteria of a reportable adverse event. The patient stated that she can see multiple small air bubbles at the connection of the cartridge and the tubing. The patient stated the set is secure without leakage. The patient¿s cartridge-filling technique was reviewed by customer support and determined to be proper. This complaint is being reported because the alleged air bubble issue remained unresolved.